Event description:
It was reported that the patient presented in the emergency room after receiving appropriate therapy for a ventricular tachycardia. An increase in threshold was observed. Subsequently, the lead was capped due to loss of capture. The patient condition was fine following the procedure.